Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of a revaclear 400 dialyzer during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device and a video was received for evaluation. The visual inspection of the provided video showed a black particulate matter floating in the header. The video is recorded during priming. The reported condition was verified. The visual inspection by naked eye of the actual product did not observe any particulate matter inside both headers. Due to the absence of the particulate matter, a cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.